Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 from 10:00 am to 1:00 pm in bed n289, the mp30 device did not trigger any sp02 yellow or red alarms. No patient harm was reported. The nurse stated that she observed sp02 numeric decreasing on the screen but no alarms occurred. (B)(6) old male infant was being monitored at the time of the issue. No patient harm was reported.